Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (300 - 400's mg/dl) and a bolus via the pump was delivered to address the bg level. The contact was not sure what was causing the high bg. The customer reverted to using a non-tandem pump to manage diabetes. The bg was within the target level.